Event description:
Report was received from USA stating that the device had oil leak. The device was being used in surgery. There was no injury reported. It is unk if surgical delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "oil leak" could not be confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).